Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description boston scientific cardiac rhythm management (crm) received information that during the implant procedure the shock lead impedance measurement with this implantable cardioverter defibrillator (ICD) and non-gdt lead was 70 ohms. Following implant that meausurement was > 125 ohms. Upon testing the device the following day, the measurement was 59 ohms. To date, there have been no adverse patient effects reported as a result of this observation.

Event description:
Boston scientific cardiac rhythm management (crm) received information that during the implant procedure the shock lead impedance measurement with this implantable cardioverter defibrillator (ICD) and non-bsc lead was 70 ohms. Following implant that measurement was greater than 125 ohms. Upon testing the device the following day, the measurement was 59 ohms. Technical services (ts) discussed a possible loose setscrew and recommended checking the device/lead connections. It was indicated that the non-invasive programmed stimulation (nips) resulted in a 50 ohms measurement. The physician had chosen to continue monitoring the patient at that time. Additional information received indicates that the shock impedance measurement is now greater than 125 ohms. Ts recommended an invasive procedure to check the setscrews. Additional information was provided that the latitude system detected a red alert due to a high shock impedance due to this chronic lead issue. Additional information was provided that the patient had been brought in for dft's, which were successful, and the shock impedance has always been elevated. It was noted that there were no changes to the system at this time, and the physician and staff were not concerned. Additional information was provided that prior to the routine replacement of this device for elective replacement indicator (eri), it was again noted that shock impedances were greater than 125 ohms, and that the shock impedances were chronically high on the daily measurements. During the replacement procedure, the physician pulled on the high voltage terminal pin and it come out of the header. It was found that the set screw had not been tightened at the original implant. It was unknown whether it was the distal or proximal terminal pin. The device was explanted and returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific cardiac rhythm management (crm) received information that during the implant procedure the shock lead impedance measurement with this implantable cardioverter defibrillator (ICD) and non-bsc lead was 70 ohms. Following implant that measurement was greater than 125 ohms. Upon testing the device the following day, the measurement was 59 ohms. Technical services (ts) discussed a possible loose setscrew and recommended checking the device/lead connections. It was indicated that the non-invasive programmed stimulation (nips) resulted in a 50 ohms measurement. The physician had chosen to continue monitoring the patient at that time. Additional information received indicates that the shock impedance measurement is now greater than 125 ohms. Ts recommended an invasive procedure to check the setscrews. Additional information was provided that the latitude system detected a red alert due to a high shock impedance due to this chronic lead issue. Additional information was provided that the patient had been brought in for dft's, which were successful, and the shock impedance has always been elevated. It was noted that there were no changes to the system at this time, and the physician and staff were not concerned. Additional information was provided that prior to the routine replacement of this device for elective replacement indicator (eri), it was again noted that shock impedances were greater than 125 ohms, and that the shock impedances were chronically high on the daily measurements. During the replacement procedure, the physician pulled on the high voltage terminal pin and it come out of the header. It was found that the set screw had not been tightened at the original implant. It was unknown whether it was the distal or proximal terminal pin. The device was explanted and returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.